Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert for increased impedance on a high voltage lead. Upon interrogation, high right ventricular lead impedance was noted. The lifetime range of one vector was within range. However, two vectors were noted to have increased impedances. The patient underwent a defibrillator explant on (B)(6) 2017. Prior to device explant the leads were examined and noted to have a tight connection to the header. Normal lead impedances were also noted. The defibrillator was explanted and a new device was implanted and connected to the chronic leads. High impedance was again noted on the right ventricular lead and all other measurements were within range. The patient will be monitored.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.0 cm was returned for analysis. External insulation abrasions were noted at 18.0 -18.2 cm, 30.7 -31.5 cm, and 31.7 ¿ 32.0 cm from the distal tip, consistent with friction to another device or feature of the patient anatomy. External insulation abrasion was noted at 47.0 ¿ 47.1 cm from the distal tip consistent with friction to the suture sleeve. Internal insulation abrasions were noted at 17.3 -17.4 cm and 18.0 ¿ 18.5 cm from the distal tip. The efte coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.3 ¿ 10.6 cm from the distal tip. The etfe coating of one of the rv cables was abraded at this location. A fracture of the conductor was noted at 7.5 cm from the distal tip consistent with fatigue. This fracture is consistent with the observation from the field of high impedance.

Event description:
New information received indicated the patient's right ventricular lead was explanted and replaced. The patient was stable.